Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified artery. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at less than nominal pressure, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and patient condition was good.